Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2013 dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports; 1 related to implant loosening, and 2 unrelated. Total for lot number: 3 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116. By product family:182 (63x smartset ghv, 119x smartset gmv).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports; 1 related to implant loosening, and 2 unrelated. Total for lot number: 3 (B)(6), (B)(6), (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116; by product family:182 (63x smartset ghv, 119x smartset gmv). H10 additional narrative:  details for gentamicin component of combination product: dmf# - (B)(4); trade name ¿ gentamicin sulphate; active ingredient(s) ¿ gentamicin sulphate; dosage form - powder; strength ¿ 1.0g active in our cements.